Manufacturer narrative:
(B)(4). Batch #: r92p08. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient adverse reported. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate two switch activations detected" alert screen displayed by the generator. No communication issues were observed at any time during the testing. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the generator was not registering the instrument. The first time this happened we did not attempt to replace the hand piece before the lead (as the leads can be re-sterilized). After turning the machine on and off multiple times, the lead still did not work. After replacing the lead on two separate occasions, the hand piece worked and registered straight away.